Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that after an unknown procedure, patient implanted with mesh four years ago. The patient has been in and out of surgeries since implantation and the mesh has caused debilitating effects on her life. The patient has another surgery scheduled in (B)(6) 2017. Mesh is still implanted. No additional information is available.